Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received higher sensor scan results of 5.60 mmol/l compared to readings of 3.40 mmol/l respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was fully seated, and evidence of contamination or corrosion was observed through the sensor patch. Attempt to extract the sensor data was unsuccessful. The returned sensor was further investigated and de-cased. Visual inspection of the de-cased sensor's pcba (printed circuit board assembly) revealed contamination due to liquid ingress. The liquid ingress created a short under the asic (application specific integrated circuit) resulting in permanent damage to the pcba. The identified contamination was cleaned from the pcba, and the sensor successfully scanned. The sensor was returned in state 6 (abnormal termination state) with event 59 (no response error) and 21 (brownout reset), caused by the damage to the asic. However, these events were unrelated to the customer's complain of a high reading. To verify the functionality of the returned sensor, an accuracy test, accuracy tool and poise voltage will be required. Due to sensor¿s extensive damage, which prevented it from being reprogramed and activated, a functionality test could not be performed. This is issue is unable to test. This report serves as a correction as the section d4 (primary UDI number) subsequently captured in the follow-up 1 was deemed to be invalid. An additional information was added to the b5 (describe event or problem). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was fully seated, and evidence of contamination or corrosion was observed through the sensor patch. Attempt to extract the sensor data was unsuccessful. The returned reader was further investigated and de-cased. Visual inspection of the de-cased sensor's pcba (printed circuit board assembly) revealed contamination due to liquid ingress. The liquid ingress created a short under the asic (application specific integrated circuit) resulting in permanent damage to the pcba. The identified contamination was cleaned from the pcba, and the sensor successfully scanned. The sensor was returned in state 6 (abnormal termination state) with event 59 (no response error) and 21 (brownout reset), caused by the damage to the asic. However, these events were unrelated to the customer's complain of a high reading. To verify the functionality of the returned sensor, an accuracy test, accuracy tool and poise voltage will be required. Due to sensor¿s extensive damage, which prevented it from being reprogramed and activated, a functionality test could not be performed. This is issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device